Manufacturer narrative:
(B)(4). Batch # 269a69. (B)(4). Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? No -could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with no apparent damage and with a ecr60b reload b present. The reload b was received unfired. In addition, a cartridge pan with the 236a10 batch number was found lodged inside the channel. The pan in the channel does not belong to the returned reload. The pan was removed from the channel and the device was tested for functionality with the returned reload b. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that the second refill could not be inserted. No patient consequences reported. No further information is available.